Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No blood glucose levels were reported. It was stated that the customer was changing the infusion set. While connected to the insulin pump, she primed an unknown amount of insulin. No troubleshooting was performed. No other information was provided.